Event description:
During routine testing at installation of unit, co service rep noted output of vaporizer was not within spec. There was no pt involvement. Investigation/conclusion: the vaporizer was returned to vaporizer testing facility. The vaporizer was tested and found to have output low to spec. The vaporizer was disassembled, and a particle of metal contamination was found in the thermostat. Co has reviewed their servicing/calibration procedures and have taken corrective action to help prevent contamination in the vaporizer. This is the only MDR reported within the last 12 months that involves a serviced vaporizer where metal contamination was found. Approx 2500 vaporizers are serviced annually at co's vaporizer service center.